Event description:
It was reported that patient underwent total hip arthroplasty. Approximately one month later in 2009, the patient was revised due to dislocation and the liner and head were removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned component found that it was conforming. Impingement may have led to the dislocation of the head and the liner.

Event description:
It was reported that patient underwent total hip arthroplasty. Approximately one month later in 2009, the patient was revised due to dislocation and the liner and head were removed and replaced.

Manufacturer narrative:
Evaluation is not yet complete.